Manufacturer narrative:
The insulin pump had button error alarms and no down button response due to corroded keypad traces. Unable to perform the rewind and basic occlusion, occlusion, prime,the excessive no delivery, and displacement test due to no down button response. The device was received with a cracked on bottom right corner near the display window, cracked reservoir tube lip, cracked reservoir tube window near the reservoir tube window, and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 228 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.